Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the tip of the screwdriver was broken when the instrument was checked at our warehouse. During the surgery I have not seen any tip broken. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing. Placeholder.